Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient reported that their healthcare provider told them there was another patient at the clinic who had their ins replaced and after the device was replaced they had a really bad infection. The patient did not know what was replaced or why. Caller could not provide any further detail regarding the reported event. No further complications were reported or anticipated.